Manufacturer narrative:
It was reported that a patient died during a carotid endarterectomy procedure a couple months back. The precise date of the death was no provided. The hospital theatre management have advised that the event was a result of a technical issue and was not related to the product. There is no indication of a product failure. The precise cause of the death was not reported. However, the site confirmed that the event was not related to the use of the device. The lot number could not be determined. Therefore, the lot history record could not be reviewed for the device.

Event description:
It was reported that a patient died during a carotid endarterectomy procedure a couple months back. The precise date of the death was no provided. The hospital theatre management have advised that the event was a result of a technical issue and was not related to the product. There is no indication of a product failure.